Event description:
Customer reported device = hi. Customer stated earlier in the day eating cake, ice cream, and having a 2 liter of coke. Customer went to the hosp. Hosp device = 130 mg/dl. No treatment was received. No controls used. A request was made for return product and replacement product was sent.